Manufacturer narrative:
(B)(4)

Event description:
The patient lost stimulation the night before. The ins was charged 75%. The stimulation setting was increased and the group changed, and the patient still felt no paresthesia. Further information is being requested at this time.